Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer delivered a bolus for 7 units and the insulin on board (iob) displayed 2 units. As the pump was not available at the time of the call, tandem technical support was unable to review the bolus history or perform troubleshooting. There was no reported impact to the customer's blood glucose level.